Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard drive disk and installed the software. After replacement of the flexvision pc and hard drive disk and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.

Event description:
It has been reported to philips that the system will not boot. The customer tried to restart the system without resolve. The device was outside clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse attempted a restart of the system and flexvision pc with out resolve. The system cabinets were checked and found to be in good working order. The fse suspected a faulty flexvision pc and replaced it. After replacement of the flexvision pc, the system was returned to good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.